Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has chronic trouble gaining communication with the recharger to implant. There are no factors that may have led or contributed to the issue. The patient has been shipped previous recharger parts to help decrease this issue. They have been walked through placement, tips and tricks and the issue was not resolved. The patient's medical history includes parkinson's dual and leukemia.